Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with use of the adc device. The customer received high sensor scan result of 84 mg/dl and as a result, experienced symptoms described as "slumber, unable to explain the state, uncomfortable," and was treated by third-party (caregiver) at home with sugar intake. Customer was admitted to the hospital and had contact with a healthcare professional who provided intravenous glucose (dextrose) as treatment for the diagnosis of hypoglycemia and after treatment, obtained a blood glucose reading of 112 mg/dl. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with use of the adc device. The customer received high sensor scan result of 84 mg/dl and as a result, experienced symptoms described as "slumber, unable to explain the state, uncomfortable," and was treated by third-party (caregiver) at home with sugar intake. Customer was admitted to the hospital and had contact with a healthcare professional who provided intravenous glucose (dextrose) as treatment for the diagnosis of hypoglycemia and after treatment, obtained a blood glucose reading of 112 mg/dl. No further information was provided. There was no report of death or permanent impairment associated with this event.